Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced left side breast deflation and pain. The patient reported she had rolled over and felt something pinch and she tried to massage it felt better and then the next morning she noticed it was asymmetrical and there was some sagging. It was squishy then normal and she was having a hard time locating her implant, and the patient noticed the implant was making popping movement. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.